Manufacturer narrative:
The manufacturing location for this product is pps. This site is an OEM manufacturing site. Therefore, bd corporate (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the sharps coll 3.3qt red has been found experiencing molding defects before use.the following has been provided by the initial reporter:material no. 305488 batch no. Unknownit was reported the handles are so sharp they can break the skin."the handles are so sharp they can break the skin."

Manufacturer narrative:
H.6. Investigation: the actual product was not provided. No sample was available for evaluation after several request to the customer were made, and it was confirmed no additional lids with a sharp handle were found. A review of the device history record (DHR) was not possible since a lot number could not be provided. A review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months with no related issues found for a sharp handle or a flash on the handle. Additionally, the last six lots produced were evaluated and all caps were produced free of a hard or sharp flash, which is an area of excess plastic that can be produced during the molding process. The potential root cause is a molding issue but is unconfirmed. Based on these findings, the investigation was inconclusive

Event description:
It has been reported that the sharps coll 3.3qt red has been found experiencing molding defects before use. The following has been provided by the initial reporter: material no. 305488 batch no. Unknown. It was reported the handles are so sharp they can break the skin. "The handles are so sharp they can break the skin."